Event description:
The patient reported their blood glucose level rose to 399 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their arm, the pod's cannula was found bent. Additionally, the patient mentioned leaking from the pod site. As treatment, the patient attempted correction boluses that did not lower their bg level, so they applied a new pod. The faulty pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.